Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The plan is to revise just the inbone talar component, which I believe is loose, based on the imaging, incl CT spect, x-rays and symptoms, to invision or perhaps just intone again. Bone loss or density is not an issue. I believe this is a failure of initial ingrowth, not subsequent loosening. To answer your question, it is not ¿expected¿. There was no issue during the index procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.